Event description:
In 2009, the pt reported that for the past 2 weeks she has had blood glucose readings of "hi" or in the "600 something" with her target blood glucose range being 90-120 mg/dl. Symptoms are thirst, blurred vision, and feeling achy and light-headed. She stated her reading this morning was 500+ mg/dl and she noticed her clothes were wet near her infusion site location. She stated "I don't know if my body's taking in insulin or not." She said she treated her readings with an injection of insulin but her readings did not decrease. She said she saw a doctor yesterday because she was dehydrated. She was given an IV but it "didn't work". She stated "they said my thyroid is acting up." She said she frequently sees air bubbles in her infusion set tubing. She stated she uses room temperature insulin to fill her cartridges. Priming air bubbles out of the tubing was discussed with the pt. A request for additional training was submitted. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.